Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed with no anomalies found. Visual analysis of the lead indicated damage at implant with the outer insulation extrinsically breached due to a cut. The lead was found to have blood ingression.

Event description:
It was reported that the lead was attempted to implant but not used due to placement difficulty. The lead was unable to maintain position in the atrium after multiple repositioning. The lead kept falling into the ventricle. A new lead was used to implant. No patient complications have been reported as a result of this event.